Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique and acquired peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique occurred when the patient was connecting their tubing to the peritoneal dialysis device. The patient went to the hospital on an outpatient basis and began treatment with unspecified antibiotics. The patient was not hospitalized for the event. Proper connect/disconnect methods were reviewed. On a later date, the patient recovered from the peritonitis. No additional information is available at this time.